Manufacturer narrative:
A ge service rep investigated the issue and found a defective x-ray tube that was removed and replaced. The system was re-calibrated. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9600 fluoroscopy system had an arcing issue.